Event description:
It was reported that it was not properly meshing the graft. The event timing was during surgery. There was no harm. However; an unknown delay was reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Manufacturer narrative:
(B)(4). Review of the most recent repair record identified no repairs related to the reported event. The reported meshing issue could not be replicated. The device met calibration and pass the test cut; no problem found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.